Event description:
The user reported that the device luers are cracking and causing leaks. A variety of cardiac drugs are used with the device, however no specific list of medications has been provided. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. Since the lot number was not provided, the device history record and the complaint database could not be reviewed. The device was examined visually and the complaint was confirmed. Two of the ports had visible cracks and leaked fluid when tested. Luers that were cracked were also brittle. The brittleness indicates root cause was attributed to an influence outside the manufacture of the device. Merit was unable to verify a root cause for the damaged device.